Event description:
It was reported that the patient experienced pain at the ipg site due to the size of the ipg. Additionally, one of the octrode leads had impedances and also lead migration. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg and the migrated lead were explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146159. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.